Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during cataract surgery, an ophthalmic cutting scalpels were found to be non-sharp (the number of knives was unknown). The surgery was completed by an alternative product. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6., and h.11. A sample was not received at investigation site for evaluation for the report of non-sharp scalpels; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).